Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17jan2020.

Event description:
The customer reported that the system will not power on. The device was evaluated by the field service engineer and the reported issue was confirmed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The field service engineer replaced the main board and sensor board to address the issue. The issue was resolved, the device was tested, and the device now functions as intended.